Event description:
The following was reported to hamilton medical ag: flow sensor calibration failed and caused a treatment delay. No harm to patient and/or third party reported. Still under investigation.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.